Event description:
A healthcare professional (hcp) reported that a patient (pt) expired while using the homechoice pro cycler for apd therapy. The hcp reported that the pt had been in the hospital since birth and had developed a fever of 104 degrees f. According to the hcp, during apd therapy, the attending physician suggested turning down the device's comfort control temperature to the lowest possible setting, 35 degrees c, in the hopes that this action would assist in reducing the pt's body temperature. The cause of the fever was not specified, however, according to the hcp it was suspected to be possibly respiratory or peritonitis related. The pt subsequently expired. No autopsy was performed at the request of the pt's family. The facility has refused to provide further incident details; however, should any addition information become available, it will be forwarded.